Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was returned for analysis and the reported complaint was observed. The lens was returned in a company cartridge. Inadequate viscoelastic was observed in the cartridge. The lens almost to the nozzle entry. The lens was misfolded pressed up against the roof of the cartridge. Both haptics were extended. The lens and haptic positions would indicate a plunger underride occurred. No haptic damage or abnormalities were observed. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported haptic deformed/asymmetric appears to be related to a failure to follow the instructions for use (IFU). The lens was misfolded pressed up against the roof of the cartridge. The lens and haptic positions would indicate a plunger underride occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic viscosurgical device) filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition, inadequate viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9 and d.10. The manufacturer internal reference number is: (B)(6)

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the haptic was deformed/asymmetric. Additional information was received and stated, the event occurred during loading and there was no patient contact and no patient harm.